Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent ivtm treatment. A zoll quattro catheter insertion was smooth. According to the reporter, patient was rewarmed to target temperature when saline bag was noted empty and was replaced. Another saline bag was used and system was re-primed, however, saline bag was noted empty again in unknown period of time. Catheter leak was suspected and user was instructed to replace the catheter over guide wire. According to the physician, temperature management had already been completed and catheter was not removed and left as central venous catheter. No patient harm or consequences reported on this event.